Event description:
It was reported that medical attention was sought on (B)(6) 2016 at 7:30am due to the end user receiving inconsistent blood glucose results from the prodigy diabetes meter. The end user received a reading of 98 mg/dl and became alarmed. She visited her pcp and upon arrival her blood glucose was 135 mg/dl. No treatment was administered and she was instructed to decrease her insulin to 20 units per day. No further information was provided.